Event description:
The product complaint report shows the rptr alleged the ventilator failed to alarm when the alternating current power was disconnected during electro-shock therapy. No pt involvement is reported. It is unknown at this time, if the device had recent service or was being tested for other activities. The servicing biomedical technician inspected the device, reseated the "pcb's" and secured the electrical connections. The ventilator passed extended self testing. There were no parts replaced. It is not verified that the unit failed related reports to date according to the records.